Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and symptoms of gastroparesis. The blood glucose reading was 357mg/dl. The customer was released the day before the call and she is feeling better. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.